Manufacturer narrative:
RMA 859590346 has been initiated for this issue. Model 9099 serial number/date code (B)(4) is approximately 5 months old. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown.

Event description:
Hydraulic pump is allegedly allowing the lift to drift down. No injury alleged.